Manufacturer narrative:
Circuit breaker in off position.

Event description:
The customer reported the ventilator was being set up for use, and was powered on for a short time and then shut down. The device was in not use on a patient therefore, there was no patient involvement or harm. The hospital biomedical technician reported finding the mains circuit breaker in the off position. The biomedical technician turned the circuit breaker to the on position and ac power was restored. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will shut down and alarm if no backup power source is available. The manufacturer's service technician could not determine how both circuit breakers were found in the off position. Performance verification testing was completed and all tests passed per operating specifications.